Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An individual reported that following an intraocular lens (iol) implant surgery, the haptic was broken. The lens was exchanged on a different day with no harm reported to the pt. Additional info has been requested.